Event description:
The pt has 2 anchors (from the same lot) implanted. It was reported the pt experienced pain and discomfort at the anchor site. Surgical intervention was undertaken on (B)(6) 2014 and the anchors were buried deeper which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.